Event description:
During endoscopic browlift, the physician inserted the endotine. When removing the inserter, it was thought that the inserter broke. Upon close inspection it was noted that the endotine had broken. The entire endotine was removed and replaced without difficulty. It did extend the amount of time under anesthesia.